Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the site had some issues with transferring imaging system scans and them being navigated. The first scan had a nav tag, but when it was transferred automatically to the navigation system, it gave the message that it was unregistered and would require manual registration. The second spin was acquired and it did not transfer, but when they pushed it, it sent over with no issues. The scan was not set to 12ma. This was a longer construct, so when they took the third spin, they received the same error message as the first about it not being registered. The fourth spin was acquired normally and automatically transferred. They took a fifth spin for a post-op confirmation and that spin did not automatically transfer, however, the screws looked good on the mobile view station (mvs), so they concluded with the navigation portion of the case. This caused a 15 minute delay. There was no impact on the patient outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4) a manufacturer representative went to the site to service the system. Testing found no fault with the system. Returned software logs were evaluated. Evaluation determined that 5 application session of logs were present of the issue date. 3 session out of them captured successful transfer of exams. Among them 2 session captured pt reader error for 9 times during o-arm exam transfer. H6 - evaluation codes c10 and d18 apply to the software evaluation. Codes c19 and d14 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.